Manufacturer narrative:
MDR 0003015876-2020-01060 was sent in error and it is a duplicate of MDR 0003015876-2020-01131.

Event description:
A third party service agent contacted physio-control to report that their customer's device would not always power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. Other unrelated repairs were identified, and it was determined that the device could not be repaired. The device was returned to the customer, without repair, per their request.

Event description:
A third party service agent contacted physio-control to report that their customer's device would not always power on. There was no report of patient use associated with the reported event.